Event description:
It was reported that the customer was hospitalized for high blood glucose of 447 mg/dl. Troubleshooting was performed. The bolus history, basal, dates, time, and daily totals were correct. The alarm history revealed no delivery and weak battery alarm. Ran a fixed prime and high pressure tests and the insulin pump passed the tests. The customer mentioned having a crack on her device near the battery cap threads. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.